Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the housing around the peg on a mynx control was noted to be split which was prematurely exposing the peg upon entry into the sheath. There was no reported injury to the patient. The physician immediately noticed the issue and removed device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. No damage noticed before entering the patient. There were no anomalies noted to the device prior to use. The mynx device was prepped per the IFU without difficulty. The device was purged of air during the prep. The deployer was certified in using the mynx. A 6f non-cordis sheath was used for the procedure. The vessel was verified to be larger than 5mm in diameter with little tortuosity. There was no presence of pvd, calcium, and scar tissue in the vicinity of the puncture site. The device was removed before the sheath was secured around the sheath catch device; therefore, the tension indicator was not aligned with the markers on the handle halves before attempting to deploy. There were no kinks noted in the sheath after removal from the patient. Fingertip compression was maintained on the skin during removal of the device. Hemostasis was achieved by holding manual pressure for 20 minutes. The physician noted the it had an 'accordioned appearance' after removing the vcd and looking at it closer. The device will be returned for evaluation.

Event description:
As reported, the housing around the peg on a mynx control was noted to be split which was prematurely exposing the peg upon entry into the sheath. There was no reported injury to the patient. The physician immediately noticed the issue and removed device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. No damage noticed before entering the patient. There were no anomalies noted to the device prior to use. The mynx device was prepped per the IFU without difficulty. The device was purged of air during the prep. The deployer was certified in using the mynx. A 6f non-cordis sheath was used for the procedure. The vessel was verified to be larger than 5mm in diameter with little tortuosity. There was no presence of pvd, calcium, and scar tissue in the vicinity of the puncture site. The device was removed before the sheath was secured around the sheath catch device; therefore, the tension indicator was not aligned with the markers on the handle halves before attempting to deploy. There were no kinks noted in the sheath after removal from the patient. Fingertip compression was maintained on the skin during removal of the device. Hemostasis was achieved by holding manual pressure for 20 minutes. The physician noted the it had an 'accordioned appearance' after removing the vcd and looking at it closer. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the housing around the peg on a mynx control was noted to be split which was prematurely exposing the peg upon entry into the sheath. There was no reported injury to the patient. The physician immediately noticed the issue and removed device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. No damage noticed before entering the patient. There were no anomalies noted to the device prior to use. The mynx device was prepped per the IFU without difficulty. The device was purged of air during the prep. The deployer was certified in using the mynx. A 6f non-cordis sheath was used for the procedure. The vessel was verified to be larger than 5mm in diameter with little tortuosity. There was no presence of pvd, calcium, and scar tissue in the vicinity of the puncture site. The device was removed before the sheath was secured around the sheath catch device; therefore, the tension indicator was not aligned with the markers on the handle halves before attempting to deploy. There were no kinks noted in the sheath after removal from the patient. Fingertip compression was maintained on the skin during removal of the device. Hemostasis was achieved by holding manual pressure for 20 minutes. The physician noted the it had an 'accordioned appearance' after removing the vcd and looking at it closer. The product was returned for analysis. A non-sterile mynx control vascular closure device ¿mynx control vcd 6f 7f¿ involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 are not depressed, the stopcock is set on the open position. No damages in the atraumatic wire were observed. The sealant sleeve assembly was observed severe kinked/bent outward as received. The sealant was soaked in blood, remaining in the manufacturing position. The syringe was attached to the stopcock. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per dimensional analysis, the slit length was verified and noted to be within specification. Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The buttons performed as intended per the mynx control IFU. Per microscopic analysis, the sealant sleeve assembly was severe kinked/bent outward. The sealant remained in the manufacturing position, exposed to blood. There was no frayed/split/torn condition observed in the sealant sleeve assembly of the returned device. A product history record (phr) review of lot f2126405 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves frayed/split/torn-in patient¿ and ¿deployment difficulty-premature¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Handling factors may have contributed to the reported events. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve assembly is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the events experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2126405 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the housing around the peg on a mynx control was noted to be split which was prematurely exposing the peg upon entry into the sheath. There was no reported injury to the patient. The physician immediately noticed the issue and removed device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. No damage noticed before entering the patient. There were no anomalies noted to the device prior to use. The mynx device was prepped per the IFU without difficulty. The device was purged of air during the prep. The deployer was certified in using the mynx. A 6f non-cordis sheath was used for the procedure. The vessel was verified to be larger than 5mm in diameter with little tortuosity. There was no presence of pvd, calcium, and scar tissue in the vicinity of the puncture site. The device was removed before the sheath was secured around the sheath catch device; therefore, the tension indicator was not aligned with the markers on the handle halves before attempting to deploy. There were no kinks noted in the sheath after removal from the patient. Fingertip compression was maintained on the skin during removal of the device. Hemostasis was achieved by holding manual pressure for 20 minutes. The physician noted the it had an 'accordioned appearance' after removing the vcd and looking at it closer. The device will be returned for evaluation.